Manufacturer narrative:
Analysis was performed remotely by a remote service engineer (rse), who spoke to the customer and advised that the device reached its end of full service in approximately 2018. The device was not available for return for further technical evaluation, and no additional physical inspection results were available for review. Based on the limited information provided by the customer, and the inability to obtain the device for further technical evaluation, the final disposition of the device could not be confirmed. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #:

Event description:
It was reported that the spo2 reading was inaccurate. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.